Event description:
The heater on the ventilator malfunctioned. The alarm also failed to function. Rt (respiratory therapist) noticed the display screen going on and off and felt of the front panel which was very hot. The heater was unplugged and removed from the ventilator and was replaced by a new one. Hudson neptune heater (B)(6).